Event description:
The rptr indicated that the suture sleeves seem to be "stuck" in various places on the lead body when first out of the box. The last one took considerable strength to pull away from the distal end of the lead. There was not a pt involved in this event.